Event description:
It was reported by the customer that a pyxis medstation es system had a drawer jammed and unable to open. The customer reported that there was a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the half height drawer was clicking and slide does not open. A field service engineer replaced the latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.